Event description:
It was reported by the customer's mother that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 135 mg/dl. Customer stated that the pump was exposed to moisture. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. Moisture damage was noted on the display board.